Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered an infection and bone loss. The implant had to be removed. Tooth location 4.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 4/3 x 10mm (xiitp4310) was returned for investigation. Visual inspection of the as returned product identified slight foreign material around the threads. Dimensional analysis was not performed due to the condition of the returned product. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.